Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip jammed.

Manufacturer narrative:
(B)(4). Per DHR the product visistat 35w 6/box, lot # 73g1700539 was manufactured on 07/25/2017 a total of (B)(4) pieces. Lot was released on 08/09/2017. DHR investigation did not show issues related to complaint. The customer returned one unit of 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and without magnification. The staples appear properly aligned. The returned stapler appears used as there is biological material present on the device. The stapler was returned with 30 staples left in the cover block indicating that at least 5 staples have been fired by the end user. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, a staple fired properly. Another attempt was made but this time, the staple did not release from the stapler. This was repeated four times with the same result. The stapler was disassembled and it was confirmed to have been assembled correctly. A lab inventory forming tool was inserted into the sample and the stapler was fired. The stapler was unable to release the staple. There appeared to be an issue with the anvil of the returned sample. The device was sent to the manufacturing site for further investigation. Upon investigation, the remaining staples fired properly and no functional issues were found with the device. Therefore, it could not be confirmed that the anvil was defective. It could not be determined why some of the staples from the returned stapler were unable to be released. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it could not be determined what caused the staples to be unable to release. The sample was shipped to the manufacturing site for further investigation and it could not be confirmed that the anvil was defective. The reported complaint of "clip jamming" was confirmed based upon the sample received. Initially, the staples were unable to release from the stapler. The sample was sent to the manufacturing site for further investigation. However, the manufacturing site could not confirm that the anvil was defective as the remaining staples fired properly and no functional issues were found. Therefore, it could not be determined what caused the staples to initially be unable to release. No errors could be found in the assembly. The root cause of this complaint issue is undetermined.

Event description:
It was reported that the clip jammed.